Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. Device was received with cracked lcd window, cracked select button keypad overlay, cracked battery tube threads and cracked case at corner of the belt clip rails. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display screen was stripy and part was unreadable. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had scratches. The insulin pump will be returned for analysis.